Manufacturer narrative:
Results: the penumbra system jetd reperfusion catheter (jetd) was repeatedly kinked approximately 129.0 through 137.0 cm from the hub. Conclusions: evaluation of the returned jetd and 3maxc revealed that the distal shafts of the catheters were repeatedly kinked. If the peel-able sheath (supplied by penumbra) is not used during insertion into a parent device, damage such as kinks may occur. Subsequently, these damages likely contributed to the reported resistance. Penumbra catheters are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 3005168196-2019-01791 h3 other text : placeholder.

Manufacturer narrative:
Additional 510(k)# that also applies to this complaint: k133317. The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation. This report is associated with MFR report number: 3005168196-2019-01791.

Event description:
The patient was undergoing a thrombectomy procedure in the left middle cerebral artery (mca) using a penumbra system 3max reperfusion catheter (3maxc) and a penumbra system jetd kit. During the procedure, while attempting to advance a 3maxc and a penumbra system jetd reperfusion catheter (jetd) with a microwire through a neuron max 6f 088 long sheath (neuron max), the physician experienced resistance. It was reported that the 3maxc and jetd would hardly advance at all through the neuron max; therefore, they were removed. The procedure was completed with a new 3maxc and jetd and the same microwire and neuron max. There was no report of an adverse effect to the patient.